Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of admission. Customer could not recall the events from their hospitalization as they were sleep deprived during that time. The customer stated they were treated with fluids and insulin for their blood glucose. It was also found the customer was disconnected from the insulin pump two hours prior to being hospitalized. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.